Manufacturer narrative:
Voluntary medwatch report received: mw5166923.

Event description:
Voluntary medwatch received states that the right atrial (ra) lead exhibited myopotential oversensing. No intervention was performed. The patient had no adverse consequences.